Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Additionally, it was reported that multiple intermittent occlusion alarms occurred and customer experienced an inaccurate fill estimate reading. Customer's blood glucose level ranged from 300 mg/dl to 499 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.